Event description:
Pt experienced a small oval shaped sore/wound with yellow necrotic tissue within wound boundaries. No drainage or odor noted to wound. Decreased skin integrity was noted by physical therapist before 4th treatment session. Pt did not voice complaints or notice decreased skin integrity until therapist alerted the pt about the small wound to right low back area. Pt was advised to clean wound apply bacitracin/neosporin to wound and cover with band-aid. Pt had a follow up appointment with physician the next week. Pt was advised to notify physician during appointment. Pt related at following session that he forgot to notify physician. Area is healing.